Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose level ranged between 170-180 mg/dl. Reportedly, the infusion sets were changed to address the issue. In addition, it was reported that air bubbles were observed within the infusion set tubing. Customer successfully cleared the air bubbles and resumed insulin deliveries.